Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2018. Date of implantation is an unknown date in (B)(6) 2018. We are able to confirm that we see a broken screw on the received x-rays, but the broken screw on the received pictures is a cortex screw and not a locking screw. Based on this we are able to confirm the broken cortex screw and we are not able to confirm the broken locking screw. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Corrected data: manufacturer contact device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
July 2018: ulna shortening procedure was performed on 63 yrs builder. Synthes ulna shortening set was used with two transverse cuts made with single saw blade (not parallel blades). This was compressed using the compressor/distractor tool and fixed using the 8 hole plate and 6 cortex screws then 2 locking screws. The osteotomy cuts were not perfectly parallel, so some of the removed bone was put into the defect as bone graft with some dbx. (B)(6) 2018: at six weeks post op, patient had pain and x-ray showed one screw broken. Osteotomy looked good so decision was made to watch and see if it healed. (B)(6) 2019: x-ray confirmed pate was broken and following CT confirmed this. Also shows probable non-union with bone re-absorption along majority of osteotomy. There is a very small amount of new bone bridging the osteotomy under the broken section of the plate. Patient is not symptomatic and has no pain and full function so surgeon has decided to not revise this at this time.

Manufacturer narrative:
This report is for an unknown screws: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The screw broke post-operatively and the patient experienced pain. There is no plans to remove the screw as this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, just six weeks after the surgery, the patient experienced pain and an x-ray showed one (1) unknown broken screw. Initially, the patient had an ulna shortening procedure with two transverse cuts made with an unknown single saw blade (not parallel blades) that was compressed using an unknown compressor/distractor tool and fixed using locking compression plate (lcp) ulna osteotomy plate with six (6) unknown cortex screws and two (2) locking screws. When the x-ray confirmed the broken locking screw, the osteotomy looked good so the decision was made to watch and see if it healed. There was no revision procedure planned at the time. Patient status was unknown. Concomitant devices reported: lcp ulna plate (part# 02.111.901, lot# unknown, quantity 1); unknown cortex screws (part# unknown, lot# unknown, quantity 5); unknown locking screw (part# unknown, lot# unknown, quantity 2). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).